Event description:
It was reported that the patient was being checked prior to a magnetic resonance imaging (MRI) scan. It was noted that the right ventricular (rv) lead had 972 sensing integrity counter (sic) over the course of the last year. The sensing, capture and impedance values were all stable at the time of the check. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.